Event description:
On 07/14/1998 following a catheterization procedure, an angio-seal device was placed in a pt's right groin. Immediately following deployment, persistent bleeding was noted from the puncture site. The pt was taken to the operating room for surgical exploration where he was diagnosed with an occlusion secondary to clot formation in the common femoral artery with narrowing just prior to the bifurcation. The device collagen was identified an removed from the artery. A right femoral embolectomy and patch closure were performed at that time. Following this procedure the pt was noted to have flow restored and excellent pulses. As of 08/10/1998 there has been no further report to the MFR of complication or pt sequelae.